Manufacturer narrative:
Sections with additional information as of 07-aug-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was not returned for evaluation - customer had returned the incorrect meter (replacement). Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 05-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that she had sent the replacement meter back to manufacturer. New replacement meter was sent to customer. Note 2: manufacturer contacted customer in a follow-up call on 11-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 200, 169, 278 and 296 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-140 mg/dl and expected blood glucose test result range 2 hours post meal is 150-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 178 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2024 and test strips were opened 10 days prior to call. The meter memory was reviewed for previous test result history: result 1: 133 mg/dl date: 06-22 time: 07:34 am fasting; result 2: 200 mg/dl date: 06-22 time: 06:18 am fasting; result 3: 169 mg/dl date: 06-22 time: 06:17 am fasting; result 4: 278 mg/dl date: 06-21 time: 09:43 pm 2 hours post meal; result 5: 296 mg/dl date: 06-21 time: 09:42 pm 2 hours post meal.